Manufacturer narrative:
E.1.initial reporter facility name: (B)(6) hospital. H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor gel barrier separation and gel smearing were observed. Additionally,100 retention samples from bd inventory were evaluated by visual examination and the issue of poor gel barrier separation and gel smearing were not observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor gel barrier separation and gel smearing bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were two tubes with irregular gel post-centrifugation (poor barrier of samples). There was no report of impact to the patient or user.